Event description:
A consumer, who received hyalgan (hyaluronate) injections in both knees for arthritis pain, experienced an increase in pain following treatment. Consumer started receiving the injections weekly beginning 5/2004. Following their second injection, consumer noted an increase in pain in both knees. The pain progressively worsened in both knees following each subsequent injection. Pt qualified the pain as dull and constant that did not diminish with activity. Consumer was able to walk a distance equal to 2 house lengths. Consumer was prescribed unspecified pain medication prior to receiving the injections and following when consumer complained of the pain. Consumer denied any signs of infection. Consumer denied any type of trauma. At the time of this report, the pain persists. The consumer clarified that the hyaluronate injections received had no reaction. Consumer avoided activity for three days following each injection. Consumer stated that prior to receiving the injections, consumer was walking around the block every day and now is hardly walking out their front door. Consumer knees keep consumer up at night with pain.